Event description:
The pump was returned for investigation. Investigation revealed that the pump did not detect the cartridge during the load step, and there was contamination found under the keypad buttons. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the prime history shows several large prime volumes. During a rewind and load attempt, the pump emitted a "cartridge not detected" alarm. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. There was evidence of green contamination observed on the force sensor plate. Investigation also revealed that all keypad buttons are intermittently unresponsive. There was evidence of contamination found under all button key contacts. (B)(6).